Event description:
Follow up information received reported that the patient had a surgery consult appointment scheduled for (B)(6), 2015 to have the device replaced. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient could not take the pain any longer, tried everything and had to stop using the implant. It was noted that the patient was back where she was before the implant. The patient stated that the rechargeable battery did not work for her at all and had tried charging with and without the belt. The patient had tried every position possible, sitting and laying and on different surfaces. The patient had to hold the antenna against her skin with her hand behind her back. Every time it clicked, it went from 10 black boxes to 2 and maybe 6 or even 8 boxes filled in. The patient turned the antenna and repositioned it over and over again and her shoulder, elbow and hand cramped. It was noted that she was able to charge only once to 1/4-3/4 and it took several hours. The rest of the times, she only charged 1/4-1/2 and it still took hours. It was noted that the patient never let the charge go below 1/4 and that she used up 1/4 in just a couple of days. The patient noted that it took more hours to charge then to use the implant. It was noted that the patient let her ¿implant control¿ sit for a couple of days because she was stressed and upset. When she turned it on, it showed empty. The patient noted that from the first day of her practice unit, she was in heaven and could not believe what life could be without great pain. Her permanent unit was implanted on 2011-(B)(6). The patient went from taking 100 extra strength lortab a month to only taking 100 in 5-6 months. The patient could do housework and even some yard work. It was noted that the patient was senior disabled widow so she had to do everything alone. The patient was told she would only need to charge every couple of weeks. She wanted a regular battery even if it meant having to get a new one every 2+ years. The patient noted that she went ¿from hell to heaven and now back to hell.¿ it was noted that she was taking pain pills and not getting much done with no life just sitting around. The patient noted that her great and happy life with her implant ended when she had to have a battery replacement. The patient stated that she had such good pain relief with the first device and was frustrated with the recharging business. It was noted the patient wanted one she did not have to recharge. It was noted that the patient first had problems at her first visit after the replacement, when they took the staples out. When programming the new battery, the patient complained and was told to use the belt. The patient was later told to not use the belt and lay on a firm surface with the charger under her. The patient stated that the rechargeable ¿just did not work¿ and she was miserable and depressed. It was further reported that a computerized tomography (CT) or MRI scan was ordered for the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information noted the patient's appointment was rescheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(4), product type lead. Product ID 97754, serial# (B)(4), product type recharger, product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(4), product type lead. (B)(4).

Event description:
Additional information received reported that the patient had their surgery consult appointment and the surgeon was going to be scheduling her for a replacement with a non-rechargeable device at her request.

Manufacturer narrative:
(B)(4).